Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated for clarification: it is stated in the initial report that 'no quality control results were provided for review', however, qc results were identified as being documented in the original complaint file. This follow-up report is to clarify that the qc results, although identified at the time of the report, were not used in the initial assessment because they were not pertinent to the date of the event, and consequently not pertinent to the assessment of the vitros valp reagent lot 2511-25-5503 performance. This additional information does not alter in any way the initial conclusion(s) of the report.

Manufacturer narrative:
Our preliminary investigation determined that undetected variability in the release process caused a negative bias. We have implemented interim corrective actions to help prevent future occurrences. The FDA¿s new york district office was notified of this issue on 12 december 2018. Please refer to report #1319808-12/12/2018-001-c.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros valp result was obtained from a patient sample processed using a vitros 5600 integrated chemistry system. The investigation could not determine an assignable cause. Pre-analytical sample handling and storage issues cannot be ruled out as potential contributors to the event. A vitros reagent issue cannot be ruled out as contributing to the event, as no quality control results were provided for review. There was no indication the vitros 5600 integrated system malfunctioned.

Event description:
The customer obtained a lower than expected vitros valp result (361.09 umol/l versus expected 456 umol/l) from a patient sample processed using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The patient sample result in question was obtained as part of investigational activities, therefore, no results were reported outside the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).